Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("constant pelvic pains") and genital haemorrhage ("hemorrhages") in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thrombosis. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("extreme tiredness/she does not bear tiredness"), migraine ("constant migraines"), pain ("pains"), infection ("infections"), discomfort ("discomforts") and general physical health deterioration ("health damages"). On an unknown date, the patient experienced malaise ("she is always sick"), vulvovaginal candidiasis ("candidiasis") and feeling abnormal ("she feels very bad"). The patient was treated with surgery (essure will be removed by laparoscopic surgery in several months; fallopian tubes will be removed). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, migraine, pain, infection, discomfort, general physical health deterioration, malaise, vulvovaginal candidiasis and feeling abnormal had not resolved. The reporter considered discomfort, fatigue, feeling abnormal, general physical health deterioration, genital haemorrhage, infection, malaise, migraine, pain, pelvic pain and vulvovaginal candidiasis to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.